Event description:
The lay user/patient called lifescan (lfs) in 2007, and alleged that her one touch ultra meter was reading inaccurately low. The patient stated, that she was not feeling well. She described her symptoms as a "plunge", cold, sweaty, jittery, and a dry mouth. She tested her blood glucose and obtained a result of 145 mg/dl. Because she was still not feeling well, she ate lifesavers, jellybeans, and drank a diet soda. She went to the hospital two months earlier, at 4:30 pm and her blood glucose was tested several times with results ranging from 400 to 500 mg/dl. She was treated with insulin. It would have been helpful to know: when her symptoms began, the time of her results and her self-treatment, her medication regimen, and if her medications are based on the meter results. The techniques for testing her blood and for cleaning the puncture site were correct. However, the code number was incorrect at the time of concern. It is not clear how long after taking the candy and soda she sought treatment. Additionally, it would be helpful to know if she felt better after taking the food and drink, thus, it is not clear the meter result contributed to her being treated for hyperglycemia, later as she also complained of having symptoms that could suggest she was hypoglycemic. This complaint is being reported as the patient alleged that she treated herself inappropriately, after obtaining the meter result and was later for hyperglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.